Event description:
It was reported that the customer received no delivery alarm. Customer's blood glucose level at the time 168 mg/dl. Troubleshooting occured and it was found that the reservoir was occluded. Customer also reported air bubbles. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).